Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All DHR's are reviewed for accuracy prior to product release. The complaint sample was lost in transit to the manufacturing site. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be located in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This information will be utilized for tracking and trending purposes to determine the need for corrective action.

Event description:
It was reported to covidien on (B)(4) 2014 that customer had an issue with a dialysis catheter. The customer states that the pt had his pd catheter surgically inserted in the operating room on (B)(6) 2014. A pin hole was discovered in the catheter (just external to the exit site); the catheter came out on to the surface of the abdomen. The catheter will be removed and replaced on (B)(6) 2014. No pt injury.